Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training for the users, the touchscreen of the cardiosave intra-aortic balloon pump (iabp) unit came up with a red background. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue so the fse replaced the video generator pcb (0670-00-1182). This resolved the background issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The unit was approved for clinical use and returned to the department. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-1182 rev_ a, sn: (B)(6) _htc video gen. Board. This part was received with a reported unit failure message of touchscreen background red. Performed visual inspection of this board and the board looks to be in good condition. Installed video gen. Board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The fat dept. Performed functional tests and passed all tests. The failure analysis and testing department could not verify the failure message of touchscreen background red. Video gen. Board passed testing and works correctly. Retaining video gen. Board in the fat dept. Per procedure. Due to old part revision, this board is not going to supplier for further investigation.